Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced atrophy and recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing double cuffed device was removed and a new aus system was implanted. The new cuff was placed in a more proximal location. The physician did not feel the previous cuffs were the incorrect size or in an incorrect location when first implanted. The patient had a history of radiation therapy. There were no device malfunctions associated with the explanted device and the patient was expected to fully recover.